Manufacturer narrative:
Tandem territory manager reported that the customer agreed to work with tandem clinical diabetes specialist and a healthcare provider and to restart pump therapy using the tandem pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (200-489 mg/dl) and a correction bolus via the pump and insulin injections were used to address the issue. The customer reported that the infusion set cannula may have been inserted into scar tissue at times; however, did not believe this was the case every time and thought that the pump was not delivering insulin properly. After discussing the issue with a healthcare provider, the customer reverted to using a non-tandem pump and bg normalized. As the customer was not using the pump at the time of the report, a pump system check was unable to be performed.